Manufacturer narrative:
Software update requested from the site, site installed new platform, resolved the issue.

Event description:
A medtronic rep reported the software was not updating the images in each quadrant at the same time during an ent surgery. The site upgraded to software version 2.2 and they are operating it on a flagstone xm platform. The surgery was completed using the navigation system. No injury to the pt was reported during the procedure.